Event description:
It was reported that a patient grabbed the arm of the device and it allegedly rolled sideways, away from her and she fell. It was further reported that the patient sustained a broken humerus. The device is currently pending evaluation and the model and serial number have not yet been provided.

Event description:
It was reported that a patient grabbed the arm of the device and it allegedly rolled sideways, away from her and she fell. It was further reported that the patient sustained a broken humerus.

Manufacturer narrative:
The device was not evaluated. Section h codes have been updated.